Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra mini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said he could not remember many specifics of a prior alleged inaccuracy on the subject meter that occurred "sometime about one month prior". The patent did not know the result(s) he obtained on the subject meter at the time of concern in september. He was unable/unwilling to answer what action he took in response to the lfs product reading. The patient claimed an emergency response team gave him a glucagon injection at his home. He was unable/unwilling to answer what specific symptoms he experienced at the time of concern. At an unspecified time, a laboratory reading of 38 mg/dl was obtained. The patient claimed he spent 4 hours in the ER. The cca noted that the patient followed correct testing technique. The patient's products were replaced. This complaint is reported because the patient alleges he obtained an inaccurately high reading on the lfs product. He claimed that emt's treated him with a glucagon injection, a laboratory result of 38 mg/dl, and he was taken to the ER for 4 hours.